Event description:
It was reported that an unspecified malfunction alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg. The customer reverted to manual injections for insulin therapy.